Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Phone number (e1): (B)(6).

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment on (B)(6) 2024 to the middle abdomen and flanks with the coolsculpting elite curve 150 (c150) applicator and developed paradoxical hyperplasia (ph). Patient was diagnosed with ph on (B)(6) 2024. A provider reported to allergan that a patient received a coolsculpting treatment to the upper, lower, and mid-abdomen, and flanks using the curve 150 applicator and presented with pah post-treatment. The patient was diagnosed with pah to the upper, lower, and mid-abdomen, and flanks on (B)(6) 2024.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Phone number (e1): (B)(6).

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment on (B)(6) 2024 to the middle abdomen and flanks with the coolsculpting elite curve 150 (c150) applicator and developed paradoxical hyperplasia (ph). Patient was diagnosed with ph on (B)(6) 2024. A provider reported to allergan that a patient received a coolsculpting treatment to the upper, lower, and mid-abdomen, and flanks using the curve 150 applicator and presented with pah post-treatment. The patient was diagnosed with pah to the upper, lower, and mid-abdomen, and flanks on (B)(6) 2024.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen and bilateral flanks on (B)(6) 2024 using the cooladvantage system (c150) applicators, who presented with paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #01. Aware date should have been listed as 2aug2024.